Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient is in the intensive care unit (ICU) for issues unrelated to our products. Shocking impedance measurements were noted to be two ohms and most recently a zero ohm measurement was observed. A boston scientific technical services consultant stated that a measurement of zero is invalid and could be from an external electromagnetic interference (emi) source. The caller stated the patient was on a ventilator which was suspected to be the cause of the invalid measurement. Device based testing was performed on the lead and no other issues were identified except the out of range shock measurement. The patient subsequently passed away due to medical issues unrelated to this system.